Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient had an unknown transmitter issue. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Additional information/device evaluation - additional. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. There was no data to review in the log. The reported transmitter issue was undetermined via product. The probable cause was unable to be determined.